Event description:
The hub of the port a cath broke off during prep when the md attempted to attach the catheter. The port kit was removed and replaced with no harm to the patient. Manufacturer response for powerport clearvue isp implantable port, powerport clearvue isp implantable port (per site reporter) unknown.